Event description:
Related manufacturer reference number: 2017865-2021-35327. It was reported that the patient presented for pocket revision procedure due to potential infection. During the procedure, the infection was confirmed. The patient's entire pacemaker system, including their device and left ventricular (lv) lead, was removed on (B)(6) 2021. The patient was recovering after the procedure.